Event description:
It was reported that the implantable cardioverter defibrillator exhibited far r-wave oversensing. This oversensing resulted in inappropriate mode switch. Programming changes were recommended but not yet completed. There were no patient consequences.